Event description:
As reported via a legal document from cordis legal department, a female patient had a cypher stent implanted in her mid right coronary artery (rca) in 2003. She was prescribed plavix for 3 months. Approximately 45 months after stent implantation, she suffered a stent thrombosis and resultant myocardial infarction.

Manufacturer narrative:
The sterile lot number for the device is unknown therefore, a device history report review could not be conducted. Thrombotic events and myocardial infarctions are a known potential adverse event associated with implanting coronary artery stents. With the limited amount of information provided, it is not possible to determine exactly what factors may have contributed to the event.